Event description:
It was reported that the patient, who had an existing ams advance male sling system underwent an artificial urinary sphincter (aus) implantation surgery due to an unspecified reason. Additional information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient, who had an existing ams advance male sling system underwent an artificial urinary sphincter (aus) implant surgery due to an unspecified reason. Additional information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.